Event description:
During the procedure, there was an impedance issue resulting in geometry shifts. The catheter was replaced to resolve the issue, but a new geometry map had to be created which resulted in a 2 hour clinically significant delay of the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported signal and impedance issue could not be confirmed. The results of the investigation are inconclusive since the device was not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.